Event description:
The patient with this device implanted had an MRI without the MRI program on the device activated. As a result, the battery discharged and the ICD went into eos mode.

Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eos. The ICD was implanted over a period of 22 months, and 9 charge processes had been documented. During the electrical analysis, first the memory content of the ICD was analyzed. The available iegm from (B)(6) 2018 at 07:46 a.m. Showed interference signals in all channels. It was also discovered that the battery status eos was detected at the same time. The frequency and morphology of the sensed interference, as well as the eos detection, are with high probability the result of the influence of a strong external magnetic field, which indicates the beginning of the described magnetic resonance tomography. At this time, the MRI mode of the ICD was not activated. The signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The eos state was removed with a technical programmer, and the device then showed the bos status. The battery voltage of 3.1 v indicated a charged battery. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the charge time proved to be unremarkable. There were no indications of a device malfunction, the device proved to be fully functional. In summary, the implant proved to be within the electrical specifications. There was no indication of a device malfunction. It is very likely that the observed device behavior resulted from the influence of the strong external magnetic field during the magnetic resonance tomography. The MRI mode of the ICD was not activated during the MRI exam.